Manufacturer narrative:
Referring to the product inquiry the k-wire, sterile t2 femur ø1,8x310 mm is the only reported device and thus considered the primary product. A review of the device history records including the packaging and sterilization documentation revealed no discrepancies. The reported k-wire was not returned for evaluation because it has been ¿disposed¿ according to information received. However, no product malfunction was reported; the issue is about an infection and death of a patient. The event description states: ¿this issue was reported during recall action of pfa2015-172.¿ and the only reported product is a k-wire, sterile t2 femur ø1,8x310 mm which was confirmed to be affected by the ra 2015-172. The introductory phrase ¿this issue was reported during recall action of pfa2015-172.¿ most likely was used for formal reasons resp. Local regulations, since on the other hand it was further reported: ¿basically, this patient's condition was bad. In addition the patient had doubt of urinary tract infection. So, the doctor thought no relation between product and infection. Revision done for extraction of a nail. The patient died. (Death date is unknown) I have no more information so far.¿ based on the above conclusion by the surgeon ¿no relation between product and infection¿ it can be assumed that the reported k-wire is not suspected to have caused the reported event. This is supported by the statement of a consulting health care professional to whom the case was presented; he commented: ¿there is no relationship between the reported infection and death and the k-wire reported.¿ subject of the above mentioned recall action was the sterile packaging of miscellaneous batches of guide wire(s), k-wire(s) and intramedullary metaizeau pins; a dye penetration test revealed that there is a potential risk that the cross seam manufactured by stryker proved to be out of specification (see below). Referring to the introductory phrase ¿this issue was reported during recall action of pfa2015-172.¿ the following excerpts from the ¿health hazard evaluation¿ / 2015-172 should be noted for formal reasons: product overview: physical product description: kirschner wires and guide wires: k-wires and guide wires are used in several nailing systems (gamma3 [1] and t2 [2]), intended to provide guidance of cutting instruments (e.g. Awls, cannulated drills and intramedullary reamers). These devices are intended for single use only and are distributed in sterile packaging. Discrepancy: pfa assessment initiating event because of dupont [supplier of tyvek pouches] changes their production process for tyvek (pouch (B)(4)), stryker (B)(4) initiated a test to confirm that the sealing is the same as before. During the tests equivalence study between old and transition tyvek material was done on the 10th of november 2015. Both, ¿old¿ and ¿new¿ tyvek pouches have failed the tests performed by r&d (B)(4). Dye penetration test revealed that there is a potential risk that the cross seam manufactured by stryker proved to be out of specification (cross seam = sterile barrier shows micro-channels which are not visually identifiable). Root cause investigation found this issue to be correlated to a specific work center (hawo machine). Ncr (B)(4) triggers root cause investigation. Corrective actions are defined within CAPA (B)(4). Description of the packaging: the affected parts are all packed with a single sterile barrier (which in this case is the affected are of the packaging) which is a tyvek/pe combination pouch. This pouch is keeled over on both sides and placed into a plastic tube which is closed by silicon caps (green). This outside packaging is not dedicated as a sterile barrier and is not validated as such. Hazard description: potentially unsterile product due to missing seal integrity. Risk considerations: factors that may contribute to product risk (i.e. Product design, manufacturing problems, or use error). The nonconformance is not obvious to the user. Factors that may mitigate to product risk (i.e design or process factors): the secondary packaging is a (plastic) clear tube with silicone caps at both ends. While not validated as a sterile barrier, it does provide additional protection to the enclosed pouch package configuration. Furthermore, it should also be noted that it is standard practice for surgeons to prescribe antibiotics peri-operatively in order to reduce the risk of potential infection, especially in situations where the injury was caused due to excessive trauma. Hazard occurrence analysis: dye penetration testing of the cross seam (sterile barrier) on available sterile packed products (manufactured from august until november 2015) showed that the sterile barrier was not intact (micro canals through the cross seam) on 1% respectively 5% of the tested specimen. The defective cross seams were manufactured on a specific work center (hawo device). The last maintenance of the machine was performed in august 2015. The machine was re-inspected by a service technician of the machine manufacturer (hawo) on 01.12.2015 and revealed no defect on the machine. With respect to manual handling of the pouches during the sealing process human factors may contribute occurrence of defective sealing. Root cause investigation is still ongoing but revealed that the implemented inspection methods are unsuitable to detect the identified micro canals within the cross seam. Based on statistics of available test specimen we have to conclude that (B)(4) of the parts that were produced with this process (hawo device) have to be regarded as potentially affected by the nonconformance.¿ above ¿health hazard evaluation¿ / 2015-172 resulted from ncr (B)(4), which was filed in order to trigger root cause investigation in case of potentially nonconforming cross seams of tyvek pouches, and which has led to CAPA (B)(4) and to product field action ra 2015-172. Required information (i.e. What has been done to solve the problem) has been repeatedly requested by the investigation site without response from the (B)(6). This also applies to the questionnaire ¿(B)(4) infection complaints - checklist customer¿, which was sent out as mandatory in infection cases; the (filled out) form was not returned, no reply from the (B)(6) was received although repeatedly requested. Likewise, no further information regarding the kind of infection (e.g. Microbiological germ-proof with resistogram) was provided except for the information ¿ the patient had doubt of urinary tract infection.¿ a review of the event in line with ¿(B)(4) handling of infection complaints¿ including ¿(B)(4) infection complaints - checklist investigator¿ revealed no conspicuities. On the basis of the limited information given the exact root cause of the reported event could not be determined. However, the decisive statement regarding the relationship between the infection and death of the patient and the reported k-wire comes from the sales rep who commented: ¿the patient had doubt of urinary tract infection. So, the doctor thought no relation between product and infection.¿ thus, the reported k-wire is not suspected to have caused the reported event.

Event description:
This issue was reported during recall action of pfa2015-172. First surgery was done at (B)(6) 2014. Infection was detected after surgery. Basically, this patient's condition was bad. In addition the patient had doubt of urinary tract infection. So, the doctor thought no relation between product and infection. Revision done for extraction of a nail. The patient died. Death date is unknown.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
This issue was reported during recall action of (B)(4). First surgery was done at (B)(6) 2014. Infection was detected after surgery. Basically, this patient's condition was bad. In addition the patient had doubt of urinary tract infection. So, the doctor thought no relation between product and infection. Revision done for extraction of a nail. The patient died. Death date is unknown.